Event description:
Customer reported an abo descrepency on galileo using the fwdabo assay. A donor that was a negative typed as o negative on galileo.

Manufacturer narrative:
The instrument images were reviewed and were consistent with the abo discrepancy. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event. The galileo operator manual states that forward only abo-rh testing has a higher risk of mistype, due to the absence of reverse type results. Hazardous mistypes may occur. For this reason, abo-rh results should always be compared to the patient or donor's history.